Manufacturer narrative:
(B)(4). Advancer. The following information was requested, but unavailable: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Morbid obesity. What was found? Na. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that one device was received with in good visual condition. Upon firing of the device, the clips did not fully advance into the jaw causing malformed clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent leading the found feeding issues. However, it could not be determined what may have caused this condition of the tip of the advancer. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that the device was used during a bariatric roux en y procedure. The device misfired, the clip did not deploy into the jaw. Another device was used to complete the case. There was no adverse consequence to the patient.